Manufacturer narrative:
Concomitant: 100ml IV bag of nacl, therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer complained that while infusing topotecan 1.9mg in 100ml ns at 200ml/hr, they noticed a leak at the upper fitment of the tubing at the initiation of the drip. There was a delay of treatment for an hour while the chemotherapy was remixed and primed in the main pharmacy. No harm was reported to the patient or the nurse as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: the customer report that while infusing topotecan 1.9mg in 100ml ns at 200ml/hr, they noticed a leak at the upper fitment of the tubing at the initiation of the drip was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components and no anomalies were observed. Functional testing was performed; no leaks were observed during gravity re-priming however when the was set loaded into a test pump and a test infusion was programmed to run at 125 ml/hr, a leak was identified at the engagement of the upper fitment to the nitro tubing. The root cause of the leak was identified as a combination of lack of solvent, upper fitment dimensions and the coiling method creating solvent voids on the engagement.